Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted. The patient experienced inaccurate cgm values. On 6/19/2024, the patient experienced presyncope. The cgm was reading low, and the bg was around 700 mg/dl. The patient was presented to the emergency department and was diagnosed with diabetic ketoacidosis. He was treated with insulin shots. At the time of the report, the patient had been at the hospital for 1 hour, patient stated he was dehydrated and presyncopal. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.